Manufacturer narrative:
The device was not returned for analysis. The analysis is, therefore, based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing. Dislodgement with no known intervention.

Event description:
Boston scientific received info that three days post implant, the right ventricular (rv) lead exhibited loss of capture at outputs set to 5 volts. A chest x-ray revealed that the rv lead had dislodged so a lead revision was scheduled. It was also noted that there was concern over loss of capture with the right atrial (ra) lead and the p-wave measurements had decreased from between 2 to 4 mv at implant to 1.0 mv. The boston scientific sales rep has been contacted in an attempt to obtain additional info. No adverse pt effects were reported. No additional info is available at this time. If additional info becomes available, this report will be updated. It is unclear if this lead was implanted in the atrial or ventricular position. The type of intervention performed, if any, is unk.